Event description:
The customer contacted physio-control to report that the analyze-button of their device was intermittently working. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the electronic device records and confirmed there was no device malfunction. The cause of the reported issue was determined to be due to a delay in analysis resulting from motion as well as a user initiated switch from AED to manual mode. Proper device operation was observed through functional and performance testing. The device was subsequently returned the device to the customer.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the analyze-button of their device was intermittently working. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.